Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (not powering on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was unable to power on a monitor.